Event description:
Patient needed to replace the transfer set, because the occluder feet are broken. Leaks can be observed when the minicap is removed. The reported set was placed in 10/2005. There was no patient injury or medical intervention associated with this incident according to baxter.